Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a sharp shooting pain like an electric shock around the ins. When the ins was turned off the patient still had the pain and said that the pain had gotten worse and was more frequent since before the holiday. The patient said they had a fall a few months back and an x-ray was done but no visible damage was seen to the device. The rep reprogrammed to see if it was a programming issue but it was not. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the incident turned out to be unrelated to the battery. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.